Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Event description:
Information was received based on review of an article received, "a comparison of patient outcomes following prosthetic knee replacement using a variety of knee prosthesis: a ten-year study," which compared large number of prosthetic designs, over an extended period of time, with the aim of obtaining information about the influence, if any, of the choice of prosthesis on long-term patient outcomes after total knee replacement. The study collected data retrospectively for sixteen-hundred thirty-five (1635) patients who received knee replacements between april 1996 and april 2008. Four-hundred and four (404) of the 1635 patients had received biomet press fit condylar knees; all other patients were implanted with competitor knee systems. The journal article concludes that there is no convincing evidence that any of the models and designs currently in use offers any advantage over any other. Further research using prospective randomized studies with larger patient numbers and lower rates of attrition would be beneficial in further exploring this evolving field.